Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and the needle tip was attached to the rail end. The posterior cuff was loaded on the foot and the link was attached to the cuff. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed. The link was detached from the anterior cuff, which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to detach from the anterior cuff during plunger removal. Possible contributing factors for the posterior cuff miss and subsequent link detachment include, but are not limited to, manufacturing deficiencies, anatomical conditions, and/or user technique. Needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment may cause a posterior cuff miss. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. To assure that all products perform according to specifications the needle trajectory of every device is checked twice during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A review of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the suture broke. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.